Event description:
Report received from USA stating that the cord of the device was damaged. The device was being used during surgery. There was no user or pt injury. It is unk if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).